Event description:
On (B)(6) 2014, l3-5 tlif using expedium and concorde was performed. In (B)(6) 2015, l5 right screw was found broken just below the screw head through CT scanning. Although bone fusion was almost achieved, the broken screw will be replaced on (B)(6) 2015. The surgeon suspects that the patient¿s postoperative activities (physical work) may be one of the possible causes of the breakage. He also would like to know whether the screw has a structural flaw which would affect its strength.

Manufacturer narrative:
One (1) expedium ti top loading 7x50mm polyaxial screw [product code: 1797-12-750] was returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that the polyaxial screw broke at the transition zone between the screw¿s polyaxial sphere and the screw shank. The fracture analysis report shows striations indicative of a fatigue failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the polyaxial screw becoming broken cannot be positively determined. However, the fracture analysis report shows striations indicative of a fatigue failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.